Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
The reported feedback suggests that there was an underinfusion. From the reported information there are no indications of serious injury to the patient or user as a result of this incident.

Manufacturer narrative:
This investigation has confirmed the reported underinfusion which has been attributed to a failure of the bezel. A search has identified previous reports for this issue, however these are occurring at a very low frequency. An external inspection identified damaged pixels on the pcu screen. An external visual inspection of the pcu and pump module did not identify any further damage or deficiencies.

Event description:
The reported feedback suggests that there was an underinfusion.